Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2013 23:06:06. During night drain cycle three, the patient's ultrafiltration reading was 1429ml, indicating the home patient (hp) drained 1429ml more than their maximum programmed fill volume of 2200ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4) (same device, patient as in related (B)(4)). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was one or more cycle advances to next fill when slow / no flow occurred above the minimum drain volume threshold. If additional relevant information is received, a follow-up will be sent.